Event description:
The customer contact reported the device alarmed with a high temperature error. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and not reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a s233 (overtemperature) malfunction alarm code was noted. Probable cause of the s233 malfunction alarm code was the fan. This report represents all the information known by the reporter upon query by hospira personnel.